Manufacturer narrative:
During testing, it was noted that the device door roller was broken and door roller pin was broken off. The device has been identified as part of a product recall. This report represents all info known by the reporter upon query by hospital personnel.

Event description:
The customer contact reported the device door roller was broken. The device was returned to the biomedical dept for an unspecified reason. No specific pt info, pump programming, or event details were provided. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller was broken. No add'l info was provided.